Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the user was not aware or had forgotten his basal programming. It was reported via phone call on (B)(6) 2018 that the patient received a high blood glucose level of 33.5 mmol/l. Patient treated with manual injection. The issue with the insulin pump was that the basal was not programmed and so there was no basal delivery. Product will not return for analysis.